Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and did not replicate the reported event. Unrelated to the reported event, the customer was dissatisfied with how long it took the laser to turn on. However, the customer had taken out the laser probe, and put back in, and then it worked fine with no issues. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the system shut itself off several times during a surgical procedure. The system had to be turned back on to complete the procedure.